Event description:
The event involved a customer allegation of a device that did not work. A review of the device log during investigation showed n56 (replace battery) alarms. The device did not pass the self-test as the device displayed a depleted battery message on power up with the battery icon empty. The device was connected to ac power and a message to keep the device plugged into ac was displayed. The device passed the self-test on ac power. When ac power was disconnected, the device displayed a depleted battery message and powered off. A new battery was installed and the change battery option was keyed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not keyed, which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.